Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have 510(k) number because it is 510 (k) exempt device. Common device name and product code (d2) ¿ the only product code available on the software system used to execute the report by the company is dze (which is for endosseous dental implant). The correct would be product code ndp, which refers to endosseous dental implant accessories as common device name. This is a punctual situation and we are already working on the update of these codes on the software system of the company. Considering the investigation of the event it was decided that a change in the production process of this device would be necessary as corrective action. This change request was already implemented in the company.

Event description:
(B)(4) ¿ the dentist reported the fracture of the manual screwdriver. There were no reported patient complications.